Manufacturer narrative:
Failure event observed during analysis. Final analysis found that the patient notifier component was faulty and non-functional.

Event description:
This report is to advise of an event observed during analysis.